Manufacturer narrative:
In initial report, the manufacturer date provided was incorrect as it should have indicate the year 2007 all pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
(B)(4). A review of records related to the device including labeling, complaint trending, and risk documentation will be performed. Upon completion of this review, if there is any further relevant information obtained, a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a laser vision correction patient had surgery on (B)(6) 2018 and presented on (B)(6) 2018 with corneal erosion in both eyes(ou) that was discovered post treatment. The patient reported corneal erosions with symptoms of photophobia, watering, and burning sensation but the surgery center did no observe no physical signs. The patient commented that there was more watering, light sensitivity, and blurred vision in the right eye than the left eye. It was stated that the patient did not experience loss of best corrected visual acuity (bcva). The patient reported the symptoms are not interfering with daily activities. A bandage contact lens was inserted into both eyes. Bcva from (B)(6) 2018: right eye pre-op 20/20 -5.25 x -2.00 x 179; left eye pre-op 20/20 -5.25 x -2.25 x 4.